Event description:
Allegedly, the patient is experiencing mom complications.

Manufacturer narrative:
Investigation is not complete. Event code is addressed in package insert. Trends will be evaluated. This is the same event as 1043534-2013-01626. This report will be updated when investigation is completed. This event occurred in (B)(6).